Event description:
The patient's mother reported one of the batteries "leaking all over the controller.¿ no injury to the patient was reported. The manufacturer requested the"leaking" battery and controller be returned for analysis and a new battery and controller was sent to the patient.